Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used in the common bile duct to treat pain caused by duodenal papillary stenosis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the stent could not open and deploy when it entered the stenosis area along the guidewire. The procedure was completed with another advanix pancreatic stent. There was no patient complication reported as a result of this event. The patient condition following the procedure was reported to be stable. Note: it was reported that the barb flap cover was not used to insert the device through the biopsy cap. Per the advanix pancreatic stent instructions for use (IFU), "slide the stent barb cover securely into the biopsy cap". The user did not follow the IFU. This complaint has been deemed MDR reportable based on the investigation result which revealed that the pancreatic stent tip was bent. Please see block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable investigation result of stent bent/kinked. Block h11: an advanix pancreatic stent and an orange cover sleeve were received for analysis; the delivery catheter was not returned. Visual inspection was performed and found the stent tip was bent. No other damages were noted to the stent. Product analysis confirmed the reported event of stent failure to deploy. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) / product label. The IFU states: "slide the stent barb cover securely into the biopsy cap." However, it was reported that the stent barb cover wasn't used during the procedure. If the stent barb cover is not used, the stent can get damaged (kink). Therefore, a review and analysis of all available information indicated the most probable cause is failure to follow instructions.